Event description:
It was additionally reported that the lead safety switch was triggered again due to right ventricular (rv) lead impedance less than 200 ohms. There was some rv lead noise that was being sensed; however no pacing paused were noted. Technical services recommended unipolar pacing and bipolar sensing for programming to help eliminate the noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).